Event description:
It was reported by service report that the power cord failed. The customer reported that they did not know if there was any pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: ground prong.